Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing during an right ventricular automatic threshold (rvat) test. Upon review, it was noted crosstalk on atrial tachy response (atr) episodes as well. No shocks delivered were confirmed. No programming changes were recommended. Currently, this ICD remains in service and no adverse patient effects were reported.